Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that noise on right ventricular lead was observed via a merlin.net transmission. The patient had multiple non-sustained ventricular oversensing episodes and one vt episode for which antitachycardia pacing was delivered due to noise on the rv lead. Noise was reproducible with deep breathing. The device and lead were explanted and replaced.